Manufacturer narrative:
Root cause: use error/training. Per tandem's user guide: ¿if you drop your t:slim x2 pump or it has been hit against something hard, ensure that it is still working properly.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped. Customer reported alternate insulin therapy was not available but declined follow up from tandem technical support. Customer¿s blood glucose level was 118 mg/dl.